Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately calcified and moderately tortuous right coronary artery (rca). A 12mm x 3.00mm nc quantum apex balloon catheter was selected to post dilate the lesion after a promus element drug eluting stent was placed in the rca. However, the balloon ruptured at 6 atmospheres upon first inflation. The physician was able to remove the device completely from the patient and completed the procedure with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).